Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
There was leakage from the air outlet. Device exchanged for another. (B)(4).

Manufacturer narrative:
(B)(4) (importer) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer: (B)(4). Contact person: (B)(4). The body had been discarded by customer. Therefore no investigation could be performed in the laboratory of manufacturer. However according to the received picture leakage could be confirmed. Since the product is not available, the root cause could not be identified. Sap trend search was performed (material 70106.4525, failure code 0101 gas outlet) which came to the following results: 0 additional complaint was recorded which appears reported issues are the same since the last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated:(B)(4) which is below (B)(4). Due to this information no systemic issue could be determined. However maquet cardiopulmonary gmbh is aware of similar incidents for similar type of oxygenator. 4 additional complaints were recorded with different material numbers which shows reported issues are the same. Only available lot number was the lot of the oxygenator. Since the serial number of this product is missing, no meaningful DHR review could be performed. Also no lot number of the set was provided. The reported failure did not contribute to death or serious injury. In addition no systemic issue could be determined. Since the root cause could not be identified, no corrective action could be taken. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. This no further investigation initiations will be completed at this time.

Event description:
Ref.:(B)(4), customer ref.: (B)(4).